Manufacturer narrative:
The insulin pump alarmed during the rewind due to a cracked motor flex cable. The insulin pump was received with a stripped battery cap coin slot, cracked reservoir tube lip, broken battery tube threads and a cracked end cap. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and that it was cracked at the logo sticker. The customer was unable to get the battery out of the insulin pump. The customer did not recall the blood glucose reading. The insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.